Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. Additionally, threshold measurements were elevated with noise and inappropriately stored atrial tachycardia response events after the lss had been triggered. The lead was reprogrammed to unipolar pacing and bipolar sensing. No adverse patient effects were reported.